Manufacturer narrative:
Complaint no: (B)(4). Upon follow up, it was reported, the cause of the peritonitis event was unknown. The patient was not treated with antibiotics; as it was reported ¿no remedial therapy with antibiotics was started. Patient was taking concomitant medication (not further specified)¿. Physioneal, nutrineal, and extraneal therapies remained ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported the peritonitis was specified as ¿streptococcus peritonitis¿ which recovered quickly after start of keforal and keflin (reported as the concomitant medication). On an unknown date the patient was admitted for ¿retraining¿ and at that time there was no cloudy effluent reported. Extraneal was stopped (B)(4) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis occurred on an unreported date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified medication for peritonitis. It was reported the patient recovered from this peritonitis event. The action taken with pd therapy was reported as "not applicable". Additional information was unable to be obtained.